Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review, as the pt is currently monitored. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the devices be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It has been reported that the pt rec'd a durom us acetabular component 52/46 l, right side, on (B)(6) 2007. On (B)(6) 2013, the pt had a hip related complication on operative hip. Due to acetabular loosening, the pt is currently being monitored. Add'l info: the pt had bilateral hip replacement. (B)(4).